Event description:
A hospital in (B)(6) reported that warmer head of an iw910jeu baby control mobile infant warmer had a cracked casing. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that warmer head of an iw910jeu baby control mobile infant warmer had a cracked casing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the defective warmer head assembly of the iw910jeu baby control mobile infant warmer was returned to fisher & paykel healthcare (fph) service centre in (B)(4). Our analysis is accordingly based on the service report and photographs provided by our service centre. Results: there was evidence of chipping of the plastic surface at the corner edges of the lower and upper casings. The middle area of the upper case had chipped off as well. A lot check revealed no other complaints of this nature for lot number 070208. Conclusion: it is most likely that the chipping observed on the lower and upper casings is related to impact damage. The iw910 infant warmer is a mobile unit that can be moved from one location to another. It is possible for the warmer head assembly to incur accidental impact damage through collision with walls or swinging doors during transport as the warmer head can be swivelled by about 130 degrees from its centre position. The defective warmer head moulding has since been replaced and returned to the hospital after it passed the electrical safety test.

Manufacturer narrative:
(B)(4). The complaint warmer head of an iw910jeu baby control mobile infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.